Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a low blood glucose value of 49 mg/dl. Customer declined trouble shoot for low blood glucose. It was unknown whether customer was using auto mode or not. The device will not be returned for analysis.